Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer's blood glucose level was 200 mg/dl. Customer was off with auto mode for insulin delivery. Customer was ok to troubleshoot. The insulin pump will not be returned for analysis.